Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1-2 months after the implant was placed in site 11 it was removed due to an osseointegration failure. The bone quality was determined to be type IV. It was also reported that, following the implant loss, the prosthesis appeared mobile. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load and immediate implant were performed.

Event description:
Th clinician reported that 1-2 months after the implant was placed in site 11 it was removed due to an osseointegration failure. The bone quality was determined to be type IV. It was also reported that, following the implant loss, the prosthesis appeared mobile. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).